Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2006. 419488 implantable pacing lead: (B)(6) 2006. (B)(4). Evaluation summary: (B)(4): preliminary analysis found no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive. The device was submitted for further analysis.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: further analysis found no unusual functionality or high current drain conditions associated with this device. The device was subjected to temperature cycle stressing with no influence on performance or current drain observed. System diagnostic testing resulted in passing conditions for fault grade, interconnect, and memory tests. X-ray analysis identified evidence of solder bump extrusions on a flip chip die, but no clear evidence of shorting between bumps was seen. The small chip scale package (scsp) was optically inspected with no obvious anomalies observed. The cause of the reported battery depletion condition was not identified.